Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter involved with this complaint failed testing. The meter was found to have the incorrect battery type and damage lcd. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that there was a spot in the middle of her onetouch ultralink meter's display screen. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began on (B)(6) 2012. The patient reported managing her diabetes with insulin pump therapy and denied making any changes to her normal diabetes management despite the alleged issue starting. The patient claimed that 22 hours after the alleged issue began she became "tired and sweaty." However, the patient denied receiving medical intervention as a result of the alleged issue. During troubleshooting the patient describe the alleged spot on the subject meter¿s screen as "a spot in the middle of display that looks purple, blue and black with yellow or tan." At the time of troubleshooting the cca confirmed that the subject meter was not being used for the first time and that there had been no known misuse to the subject meter. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. This complaint is being reported as an adverse event because, the patient reportedly developed symptoms suggestive of a serious injury as a result of the alleged issue. In addition, the cca was unable to resolve the alleged spot on the subject meter's display during troubleshooting.